Manufacturer narrative:
The onestep pads were returned to zoll united kingdom for evaluation. The customer's report was verified and attributed to a disconnected jumper wire (self test wire) on the electrode pad. It is unknown how the wire became disconnected. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts self-test of the electrode with the defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. The pads were scrapped after testing and the customer was sent a replacement. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the electrode pads failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.